Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. This is the only complaint reported to date for lot number. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured during the first inflation, then detached from the catheter shaft during withdrawal through the introducer sheath. The introducer sheath was removed from the pt with the pta balloon lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No pt injury.